Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder and e0113 movement disorder/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 8:00 am, the patient¿s cgm recorded a blood glucose level of 46 mg/dl. At the time, the patient was exhibiting severe hypoglycemic symptoms, including, inability to walk or speak, clamminess and excessive sweating, slurred speech, and disorientation. Due to the urgency of the situation, the patient¿s spouse did not compare the cgm reading with a fingerstick test. Immediate action was taken by administering orange juice and peanut butter crackers. Emergency medical services (ems) were contacted and arrived around 9:00 am. Upon ems arrival, the cgm reading was 48 mg/dl. Ems personnel administered a gel-like substance to treat hypoglycemia, though the specific medication used is unknown. The patient was transported to the hospital and arrived at approximately 9:30 am. Official hospital admission occurred at 2:00 pm, with hypoglycemia noted as the primary cause. The spouse was not informed of the specific medications administered during the hospital stay. On (B)(6) 2025, at 11:00 am, the patient¿s bg reading was 212 mg/dl, while the cgm showed 253 mg/dl. The patient remained hospitalized for continued recovery and was still experiencing speech difficulties, including slurred speech. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was exhibiting severe hypoglycemic symptoms. The reported glucose values fall within the a zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.